Event description:
It was reported that during perfusion, message code 330 (low blood reservoir) and 2330 (frequently low blood reservoir) were delivered to the user. The reporter noted that they were not the one monitoring the device overnight. Upon review, it was noted that the circuit was full of air and that the blood reservoir was completely empty. It was noted that the recirculation pump was continually pulling a large amount of perfusate from the liver bowl. Stop/start of the perfusion was attempted twice and the device was now in preparation mode and could not enter liver on board mode. As it was unknown how long the device was in low reservoir mode, the liver was offboarded and flushed. The device was reprimed and perfusion was restarted and reported to be stable. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Device data was provided for review. The ascites pump level sensor was covered almost continuously indicating severe bleeding and that the soft-shell reservoir (ssr) was likely in deficit. Consistent message code 2230 (portal pinch valve issue) and the portal pinch valve showed frequent closures as well. This is attributed mostly to the bleeding in this case. The excessive bleeding likely caused the low ssr volumes.

Event description:
It was reported that during perfusion, message code 330 (low blood reservoir) and 2330 (frequently low blood reservoir) were delivered to the user. The reporter noted that they were not the one monitoring the device overnight. Upon review, it was noted that the circuit was full of air and that the blood reservoir was completely empty. It was noted that the recirculation pump was continually pulling a large amount of perfusate from the liver bowl. Stop/start of the perfusion was attempted twice and the device was now in preparation mode and could not enter liver on board mode. As it was unknown how long the device was in low reservoir mode, the liver was offboarded and flushed. The device was reprimed and perfusion was restarted and reported to be stable. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Device was serviced at the customer site and no issues were noted during testing of the device. The device passed all applicable testing.